Manufacturer narrative:
On an unspecified date in 2016, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unspecified date, the patient was treated with unspecified medications (doses, frequencies and routes) for peritonitis. On an unreported date, the patient recovered from peritonitis. Pd therapies were ongoing with respect to the event of peritonitis. No additional information is available.